Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p60-77 that has a similar product distributed in the us, list number 7p60-31, with 510k/PMA/bla number k153730.

Event description:
The customer reported false nonreactive alinity I syphilis tp results on two patients. Results provided: pt 1 (9-month-old male) = 0.3 / 0.3 s/co, autobio = 1.8 s/co (pos), rpr is negative, colloidal gold is positive. Pt 2 (80-yr old male) = 0.67 / 0.7 s/co, autobio = 6.53 s/co (pos), rpr is negative, colloidal gold is positive . No impact to patient management was reported.

Event description:
The customer reported false nonreactive alinity I syphilis tp results on two patients. Results provided: pt 1 (9-month-old male) = 0.3 / 0.3 s/co, autobio = 1.8 s/co (pos), rpr is negative, colloidal gold is positive. Pt 2 (80-yr old male) = 0.67 / 0.7 s/co, autobio = 6.53 s/co (pos), rpr is negative, colloidal gold is positive. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Return sample testing was completed with the following results: sid: (B)(6): alinity I syphilis tp: 0.36 s/co (non-reactive). Mikrogen recomline treponema igm: negative (no reaction). Mikrogen recomline treponema igg: negative (tp17; very low intensity). Sid: (B)(6): alinity I syphilis tp: 0.82 s/co (non-reactive). Mikrogen recomline treponema igm: negative (no reaction). Mikrogen recomline treponema igg: borderline (tp257; low intensity). Note: testing was performed using a retained reagent kit of alinity I syphilis tp reagent lot: 67721be01 as the complaint lot: 72012be01 was not available for testing in the abbott shanghai laboratory. During in-house testing a non-reactive result was generated for a return sample sid: (B)(6) with alinity I syphilis tp lot: 67721be01, which is discrepant to the borderline recomline treponema igg result. Therefore, investigation for lot: 67721be00/01 was performed within this product evaluation. As also with this reagent lot the result was non-reactive, it could be shown that the issue is not lot specific. The ticket search by lot indicates that the reagent lot(s) performs as expected for this product. The ticket trending review of complaint data for the complaint list number does not identify any increase in complaint activity. A device history review did not identify any potential non-conformance's, non-conformance's and deviations associated with the complaint lot number(s). In-house specificity testing of a retained reagent kit of lots: 67721be00 and 72012be00 which contain the same bulk materials as lots: 67721be01 and 72012be01 respectively was performed. All specifications were met, and no false non-reactive results were obtained, showing that the lots generate the expected results. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I syphilis tp reagent lot: 72012be01 was identified.